Manufacturer narrative:
The investigation could not identify a product problem. Based on the available information, the issue is consistent with sample inhomogeneity due to high lipemia.

Manufacturer narrative:
The serial number of the c 701 analyzer is (B)(6). Per product labeling for the creatinine assay: "lipemia (intralipid): no significant interference up to an l index of 800." The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with creatinine jaffé gen. 2 on a cobas 8000 c 701 module. It is suspected that the high lipemia in the sample may have interfered with the assay. The affected sample had intense lipemia, with a lipemia index (l index) of 504 and a triglyceride concentration of 2736 mg/dl. Based on this, the customer centrifuged the sample, and the electrolyte tests were carried out using the supernatant. The directly processed sample initially resulted in a creatinine value of 0.24 mg/dl. The value did not agree with the patient's historical results, so the customer decided to repeat testing using the supernatant of the centrifuged sample. The repeat result was 0.86 mg/dl.